Manufacturer narrative:
Retainer ring = (B)(6) 2021 customer returned insulin pump for an alleged blank display moisture damage due to exposure to water while swimming found on (B)(6) 2021. Insulin pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator, and corroded battery tube.the original electrical board1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and flashing white display noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and flashing white display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked keypad overlay, cracked case above arrow and battery icon, and cracked battery tube threads. Flashing white display confirmed due to moisture damage on the electrical board 1, electrical board 2, harness assembly vibrator, and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not powering up after being exposed to moisture. Customer stated they were swimming with their insulin pump. Customer reported water inside the battery compartment area. O ring was in place and battery cap was not damaged. Customer tried new battery but home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.